Event description:
During left arm av - arteriovenous fistula thrombectomy with use of a fogarty balloon catheter, balloon tip of fogarty cath appears to have been retained in a tortuous venous branch when the balloon itself was pulled back.